Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after filling a cartridge with insulin. Reportedly, the cartridge was filled with 300 units and the customer received a low insulin alert. There was no impact to the customer's blood glucose level. The customer reloaded the cartridge successfully and received an accurate fill estimate.